Event description:
Interstim x electrode 3 was unable to read by the receiver after implantation. Surgeon and medtronic rep decided to change to a new one. The same error was showing, and they have decided to close. [Redacted] (medtronic rep) tested it again after the incision site was close, and claimed it was working after. Surgeon aware.